Event description:
A device was returned to the third-party service center as part of the recall process with no initial complaint. During the servicing of the device, it was found corrosion in connector. No evidence of foam degradation was observed. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that the unit's connector was corroded and damaged buttons were found on the upper enclosure. The device was scrapped. This report is being submitted for the corrosion found in the connector during service. The unit was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was determined the connector was corroded also connector oxide was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.